Manufacturer narrative:
The cause of the falsely depressed amon results was user error. The account performed calibration of the ammonia reagent with the ug/dl values of the chemistry 3 calibrator input in the instrument rather than the correct umol/l values. This resulted in reporting of ug/dl results that were depressed by approximately 40%. The issue was detectable by a drop in qc recoveries. The siemens customer care center representative instructed the customer of their error and pointed to the correct calibrator umol/l values in the lot IFU. Correct values were entered for a recalibration and the calibration error was corrected. No patient impact was reported. There was no indication of instrument, calibrator, or amm reagent malfunction. The instrument is working according to specifications. No further investigation is required.

Event description:
Falsely depressed ammonia (amm) results were obtained on qc and patient samples for a period from (B)(6) 2014 to (B)(6) 2015 due to acceptance of a bad calibration. Patient results were reported to physicians. There is no indication that patient treatment was altered or prescribed on the basis of the falsely depressed amm results. There is no indication of adverse impact to patients due to the falsely depressed amm results.